Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -12.5/2.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
(B)(4).